Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer complaint. The curved blade broke at roughly 0.16¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. An image of two harmonic ace instruments was received. A review of the submitted image was performed, and it was confirmed that both harmonic ace instruments had a detached blade.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer reported that the harmonic ace instrument "knife head" broke off and fell inside the patient while the surgeon was cutting the gastric omental. The fragment was retrieved during the same procedure. The customer used a camera and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 18-nov-2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The customer reported that the fragment fell inside the patient during an instrument tip collision. The instrument was in use for two and a half hours up until the reported event. The gen11 ethicon generator had a warning message indicating there was excessive pressure on the tool head. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. It was confirmed there was no patient harm, injury or adverse outcome. There is no video recording of the procedure, but an image of the instrument damage was provided. Based on the information obtained about the event, there is indication that the product was not being used as intended.